Event description:
It was reported that during a stenting treatment procedure, stent damage was noted. The 99% stenosed target lesion was located in the calcified and severely tortuous mid right coronary artery. A 3.0x38mm taxus liberte stent was advanced to treat the target lesion but would not cross the lesion. Upon removal of the device it was noted that the distal edge of the stent was lifted. The procedure was successfully completed with another of the same device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).